Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump alleging high bg's and cosmetic damage located at the battery compartment found on (B)(6) 2022. The insulin pump passed the displacement test, the rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locks properly into reservoir compartment. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assembly and within the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and a missing battery bumper at the bottom of the battery tube. Unable to verify customer's complaint for high bg's. Corroded battery tube is confirmed. Cosmetic damage at the battery compartment is confirmed. Moisture damage was found on the vibrator motor and the lithium battery assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the black piece came off from inside the insulin pump. The type of damage was the o ring from the battery compartment came off. The reservoir was able to lock in place. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. The initial report was submitted with missing information. The corrected information had been updated and provided with this report in b5 and h6

Event description:
The device was returned for analysis.